Manufacturer narrative:
Concomitant medical products: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their device removed and the leads stripped, leaving electrodes in place. No patient complications were reported as a result of this event.